Manufacturer narrative:
(B)(4). There is an instruction that states, "never pull this pad by the supply cord" and consumer failed to perform that instruction.

Event description:
An insurance company is making a subrogation claim and alleging that a heating pad was the cause of a fire that damaged its insured's property. There was not a report of personal injury with this incident.

Event description:
An insurance company is making a subrogation claim and alleging that a heating pad was the cause of a fire that damaged its insured's property. There was not a report of personal injury with this incident.